Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) bnss510, (3i t3 with dcd non-platform switched 10mm l, 5mm d) for evaluation. Visual evaluation was performed. Implant internal threads damaged. External threads could be seen damaged as well possibly due to removal. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022010206. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022010206 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged threads. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was user error. Therefore, based on the available information, a device malfunction did occur. The implant internal threads were damaged. External threads could be seen damaged as well possibly due to removal. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation results

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The restorative dentist was unable to seat the abutment at tooth site #19 possibly due to some internal distortion of the implant; therefore, the patient would have to return for implant removal, graft and replacement.